Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment not diagnosis. An evaluation was completed with the results: we were unable to identify any material defects based on our inspection/testing. The reason for damage to the press fit could not be determined with accuracy. The arrangement of the macroscopic rest lines on both sides of the fracture face permit the assumption that the origin of the fracture is located in the range of the pores, especially with regard to the upper part. Whether the detected pores are in fact connected to the fracture of the pin, cannot be established beyond doubt. The cause of fracture cannot be determined definitely.

Manufacturer narrative:
Device is used for treatment, not diagnosis. (B)(4): investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. (B)(4)

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: one dynamic locking screw (dls) 5.0 pin breakage after standardized implant removal after uneventful healing in the femur treated with a less invasive stabilization system liss df. Surgeon performed the implant removal on (B)(6) 2013 and one of the four dls in the proximal part (second) was broken. In the distal part standard locking screws were used. The fracture is healed. This is report 1 of 1 for complaint (B)(4).